Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(4) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving unknown baclofen 500mcg/ml for a total dose of 194mcg/day via an implantable pump for intractable spasticity and other spasticity. It was reported the patient's catheter had eroded and part of the catheter was exposed. It was noted that today ( (B)(6) 2017) the healthcare professional (hcp) had gone in and removed the intrathecal portion of the catheter and left the pump portion. Since the patient has a possible risk of infection, the managing hcp would like to permanently have the pump shut off. The patient's pump was currently programmed to stopped pump rate. It was reviewed pump off authorization form would need to be signed and sent back before the pump can be shut off. The manufacturer representative (rep) was redirected to hcp to address the issue. It was stated that the hcp will leave the patient's pump at stopped pump today ( (B)(6) 2017) and tomorrow ( (B)(6) 2017) they will have the pump permanently shut off. Additional information reported they were going to review with the hcp minimum rate versus pump off and have them make the decision for the patient. The pump off authorization form was emailed to the hcp, and the hcp will have to send that back if they do want to have the pump shut off permanently. It was noted the hcp may want the rep to update the pump with the pump off. It was stated that they will call back once the hcp makes a decision. It was confirmed the patient did not have withdrawal symptoms and the patient was fine. The event date was unknown. No further complications were reported/anticipated.